Event description:
The customer states that an unattached lancet fell out of the accu-chek multiclix drum upon removal from the lancet device. She accidentally stuck herself while trying to pick it up. No reported medical intervention. No report that the lancet protruded past the cap of the lancet device. No adverse event reported. New lancet device with lancets sent and return requested.